Manufacturer narrative:
Additional information: h6 -type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed recorded non-sustained right ventricular oversensing (nsrvo) episodes caused by over-sensed noise exhibited by the right ventricular lead. Further information was requested but not received.